Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a physician from (B)(6) of nausea, vomiting, gastrointestinal discomfort, anorexia and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. At the beginning of (B)(6)2010 (exact date unknown), the patient experienced nausea, vomiting, gastrointestinal discomfort and anorexia. On (B)(6)2010, the last drain of the day was cloudy and nutrineal therapy was withdrawn. On (B)(6)2010, the patient went to the hospital where a peritoneal effluent analysis was performed. On the same day, the patient was treated with (unspecified) antibiotherapy for the peritonitis. On (B)(6)2010, the events of nausea, vomiting, gastrointestinal discomfort and anorexia resolved (coincident with the withdrawal of nutrineal and administration of antibiotherapy). Within 48 hours, the patient experienced a rapid improvement of the peritonitis. On (B)(6)2010, the event of peritonitis resolved. The physician considered the cloudy effluent associated with event of peritonitis "in the pd" and doubted "whether the improvement for the gastrointestinal symptoms may have been due to the withdrawal of nutrineal or the prescribed antibiotics for the peritonitis because they were coincident".